Event description:
A customer reported that back in (B)(6) 2009 (customer did not remember the exact day) he experienced a medical event when he felt symptoms of diaphoresis, fatigue, tremulousness and loss of consciousness. It is unknown if the customer tested and received any blood glucose readings prior to the symptoms. The paramedics were called and the customer reported that between approximately 4 pm and 5 pm he compared a reading of 90 mg/dl he received on his freestyle flash blood glucose meter to a reading of 46 mg/dl obtained on an emt meter. The customer also reported he was treated with dextrose intravenous solution and transported to a hospital. At the hospital, the customer was reportedly diagnosed with hypoglycemia, and when the treatment with the intravenous solution ended, he ate food, and as soon as his "blood sugar went up", he was released from the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received from customer for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on his one touch ultra meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010 and obtained the following information: the patient mentioned that on (B)(6) 2010, he tested his blood glucose and obtained an elevated reading of 190 mg/dl. He did not take any diabetes medication after obtaining the high reading. Prior to eating at 9:00 am, the patient developed symptoms of shakiness and sweating. The patient retested and obtained a very low reading; however, does not recall the result. The patient also ran a quality control test and the test strips passed using the control solution. The patient ate his breakfast and felt better. He contacted his physician due to the alleged issue and has a schedule appointment this week. The meter was replaced. The complaint is being reported since the patient alleged, that obtained a high reading and within an hour developed symptoms suggestive of hypoglycemia and self-treated with food and felt better.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete. Note: during the troubleshooting survey, the customer reported he did not have the test strip lot number for the test strips he was using at the time of the adverse event ((B)(6) 2009).